Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on 08/31/2008 and mesh was implanted. The patient underwent mesh implantation in order to treat pelvic organ prolapse, a rectocele and an enterocele. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring, odor and physical irritation to husband during intercourse. It was reported that the patient experienced constant urinary tract infections and the recurrence of a rectocele. The patient underwent mesh explantation in (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 5/6/2016. Additional information: age at time of event, date of birth. It was reported that following insertion the patient experienced dysuria, urgency, urinary frequency, hesitancy and hematuria corrected: it was reported that patient underwent mesh removal on (B)(6) 2011 due to eroded rectocele mesh by dr. (B)(6), at (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced reoccurring uti, strong odor, urge incontinence, and nocturia.

Event description:
It was reported that following insertion, the patient experienced reoccurring uti, strong odor, urge incontinence, and nocturia.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted to treat pelvic organ prolapsed. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 11/16/2016. (B)(4). Additional narrative: it was reported that following insertion the patient experienced acute cystitis.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date to treat pelvic organ prolapse and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.